Manufacturer narrative:
The device was not returned for evaluation. The lot number for the complaint device is not provided and therefore a review of the work order cannot be completed. It was reported that no medical imaging was available, however the procedure involved was to repair a type ii endoleak. The device was implanted in 2015 by a physician no longer at the facility. The reported event was due to a repair of a type ii endoleak, which is not caused by a deficiency of the device.

Event description:
It was an endoleak that required coil embolization.

Event description:
It was an endoleak that required coil embolization.